Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg would not communicate with external devices. A manufacturer representative met with the patient and confirmed the issue, deeming the ipg as inoperable. As a result, surgical intervention may take place to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. The issue has been resolved.